Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon would not deflate where required during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery system and inserted the aspiration catheter an aspirated the vessel. The physician removed the aspiration catheter and the hypotube separated. The occlusion balloon was still inflated. The physician instructed the assistant to cut the hypotube beyond the gold marker and the occlusion balloon deflated. The case was completed successfully. The patient is reported to be fine.